Event description:
It was reported that the right atrial (ra) lead triggered an alert for high impedance and exhibited high capture threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).